Manufacturer narrative:
Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional reporter: (B)(6) . The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that a fiber optic sensor failure alarm was generated during intra-aortic balloon (iab) therapy. The customer removed and reinserted the sensor, but that did not resolve the alarm. They were able to transduce the inner lumen of the iab to the pump and were walked through zeroing it. They were pleased with the result. There was no patient harm or adverse event reported.

Event description:
It was reported that at approximately 2325 a fiber optic sensor failure alarm was generated during intra-aortic balloon (iab) therapy. The console was showing an appropriate waveform, however, was not populating systolic, diastolic, map, or augmentation measurements. The customer removed and reinserted the sensor, but that did not resolve the alarm. They were able to transduce the inner lumen of the iab to the pump and were walked through zeroing the iab at patient's phelobostatic axis using the back up pressure bag. Systolic, diastolic, map, or augmentation measurements were now displayed appropriately. They were pleased with the result. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): describe event or problem device evaluation: the iab catheter was returned without the membrane and a portion of the catheter tubing. A kink was found on the catheter tubing approximately 0.3cm from the y-fitting. A sensor output test was unable to be performed due to portion of the iab not returned. However we were able to use an optical light to detect any breaks in the returned portion of the iab¿s sensor¿s optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).